Event description:
On (B)(6) 2011, a company representative reported that the pt had been admitted to the hospital with ketoacidosis. Follow up with the pt revealed that she started experiencing high blood glucose levels on (B)(6) 2011 and that on (B)(6) 2011 the pt's blood glucose level was as high as 400 mg/dl and she was tired and vomiting. She bolused to try to lower her blood glucose levels. On the morning of (B)(6) 2011 the pt's blood glucose level was 500 mg/dl. The pt's target blood glucose range is 100-150 mg/dl. The pt's sister took her to the hospital and she was admitted and received an insulin drip. Trouble shooting with the pt did not reveal any issues with the insulin infusion device system. The infusion device did not display any errors or alerts. The pt did report that she was under increased stress. The pt was released from the hospital on (B)(6) 2011. The pt's doctor advised that she should follow up with her endocrinologist. At the time of the call the pt's blood glucose had returned to normal. Product was not requested to be returned for product evaluation.

Manufacturer narrative:
No product will be returned for evaluation.